Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected to be used. The physician was getting right femoral access when they punctured through the artery with an 8 french sheath. This was noted when the physicians realized there was more bleed back than normal at the site. They then proceeded to shoot contrast to assess under fluoroscopy. It was decided to get access on the left side and take a contralateral contrast picture and then wire and balloon the sfa to try and achieve hemostasis and remove the sheath without harm to the patient. The 5x40 peripheral balloon was inflated for 7 minutes while the vascular surgeon was notified in case of emergency. The physicians thought it best to push the implant procedure to the next day and not risk the patient being on increased anticoagulation during the procedure. The patient was taken to the post-anesthesia care unit following these events. It was decided to reschedule the implant procedure the next month. The patient was discharged home and doing well the next day following these events.